Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that a power on reset (por) error message appeared on the patient programmer about two days prior to the date of this report. The manufacturer representative stated that they were able to clear the por using their clinician programmer 8840 and confirmed that the patient¿s stimulation was working. It was noted that the issue was resolved. No patient symptoms were reported and there were no complications. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017 (B)(4). It was reported that the cause of the power on reset (por) was unknown. The manufacturer representative stated that they didn¿t have any further information. No further complications were reported or anticipated.